Event description:
The reporter claimed that the patient passed out at home on (B)(6) 2011. On (B)(6) 2011 her neighbor who is a nurse found the patient and immediately treated her with sugar. Upon arrival, the paramedics tested the patient at "135 mg/dl." The patient was airlifted to the hospital. The reporter could not provide any detail in regards to the event prior to or after the hospital visit. During troubleshooting, the animas representative went over the history of the animas pump and could not found any issues that may have contributed or caused the reported event. This complaint is being reported because the patient allegedly passed out while she managed her diabetes with the animas product.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. There were no boluses performed after 5/2/11. A 29 hour flow accuracy test was performed on the pump. The pump passed flow accuracy test and was found to be delivering within the required specifications. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: (B)(4), date of manufacture: 10/2010.